Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient's information did not appear to be crossing from the ehr to pyxis. The technical support specialist (tss) logged into the es server and confirmed devices were not on critical override. The server was receiving and processing messages normally. Tss restarted transmission control protocol (tcp)/ internet protocol (ip) and external inbound processing services, then informed the customer via email that the issue was on the active directory (adt) side. The customer acknowledged and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system patient's information did not appear to be crossing from the electronic health record to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.